Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to be fractured and partially broken off and exhibited char and devitrification. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a for forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that the fiber failed due to a significant decrease in tissue vaporization efficiency, at 23,042 joules of use during a prostate procedure (4 min. And 20 seconds into the case). The case was completed using a second fiber. There was no injury reported.